Manufacturer narrative:
Initial and final MDR 1902257 - MDR 3003442380-2024-11580 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced three infusion set fell off events during use all within the last week. The infusion set was in use for 1-12 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.